Event description:
It was reported that during procedure, the fiber showed illumination from both the distal tip and the lateral portion. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during procedure, the fiber showed illumination from both the distal tip and the lateral portion. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However, historical data of returned fiber analysis suggests that the coming light from the side window and some from the tip may be caused by the metal or glass tip detaching, the tip fracturing, or a glue failure where the glass tip protrudes from the metal cap. These can occur when the fiber tip is buried into tissue during use, which is advised against in the IFU. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A labeling review was performed on the device instructions for use (IFU). The IFU cited: caution: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Based on the information provided, the most probable cause is unintended use error caused or contributed to event, since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.